Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: inflammation and pain. Continued: e1- phone number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: pain: unable to observe. Inflammation/irritation: unable to observe. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿periodic complaints of pain and inflammation of the breast¿. Later patient reported "the pains (accumulating fluid in my breasts)". Later healthcare professional reported "at that time there was no accumulated fluid around the breast implants". This record is for the left side. Device has been explanted and replaced.